Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported " when the balloon was inserted in the patient, according to the field physician's description, the balloon did not work properly, and it was withdrawn and reimplanted with a new balloon that worked properly". Additional information states that a second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 4.9cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting a guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon did not work properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action re-quired at this time.

Event description:
It was reported " when the balloon was inserted in the patient, according to the field physician's description, the balloon did not work properly, and it was withdrawn and reimplanted with a new balloon that worked properly". Additional information states that a second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".